Event description:
It was reported that the connectors are breaking of two anteplegia aortic root catheters. No patient injuries.

Manufacturer narrative:
Device has been received and is currently under investigation to determine root cause.

Manufacturer narrative:
Evaluation: the two returned diiatc014v devices were evaluated at edwards (B)(4). The diiatc014v device appears to have been used; dried blood was visible throughout the cannula. The report of the needle breaking off could not be confirmed; the needle was not returned with the device. The report of the connector breaking was confirmed. The female luer connector was cracked along the parting line. The diiatc014v does not appear to have been used; dried blood was not visible on cannula. The report of the needle breaking off was not confirmed. The returned needle was intact. The report of the connector breaking was confirmed. The female luer connector was cracked along the parting line. A device history review was performed and there were no nonconformities associated with the manufacturing of these devices. The root cause of the reported defect cannot be confirmed; however it is likely that the issue resulted from excessive force being used on the female luer connector. The event reported did not lead to the 3 sigma threshold being exceeded within the css cpm trend report for the antegrade cardioplegia cannula family of devices. The information will be included in trend data and future CAPA determinations.